Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the pink slide did not move forward and the cannula deployed but did not properly insert into the insertion site. The pod was removed after 12 hours of wear and a new pod was applied. The pod was discarded.